Manufacturer narrative:
Analysis of the system data indicate that there are no known system causes which may have contributed to the initial discordant (B)(6) advia centaur total hcg test result. There were no errors logged on the system. The instrument is performing within specifications.

Event description:
A (B)(6) advia centaur total hcg pt result was obtained by the customer and questioned by the physician. The sample was diluted 1:200 and repeat testing was performed with a test result of (B)(6). The sample was retested by another test method and the result was (B)(6). There was no known report of pt treatment being altered or adverse health consequences due to the discordant advia centaur total hcg assay result.